Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained was via the right femoral artery. The chronic total occlusion de novo target lesion was located in the moderately tortuous and moderately calcified left popliteal artery. The target lesion was pre dilated to 6atms/30 seconds with a sterling es 3mm x 40mm balloon catheter. A 5.0 x 20/135 sterling otw balloon catheter was advanced to the target lesion and during inflation to 14atms/10 seconds a balloon rupture occurred. The device was removed intact and the procedure was completed with inflation of a 5mm x 20mm sterling ma balloon catheter to 14atms/ 60seconds. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).